Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump buttons were not responding properly and that the display had frozen. The customer was unable to rewind the insulin pump. The blood glucose reading was 215 mg/dl. The customer did not recall any significant event leading to the issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.